Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a no disposable alarm. Troubleshooting was performed and the pump continued to alarm. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.